Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with infection. The physician explanted the entire system, including the pacemaker, right atrial lead and right ventricular lead. A new leadless pacemaker was implanted. The patient remained in stable condition.

Manufacturer narrative:
The device was returned. The interrogation showed normal results and visual screen was acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.